Manufacturer narrative:
(B)(4). Correction data: the original catalog number was incorrectly listed as 2m8161, this has been changed to the correct number of 2m8161r. The device has been received by baxter, and the condition was confirmed in event history review. "This complaint is an ancillary service event opened during investigation of (B)(4)." The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During evaluation by baxter personnel, a colleague infusion pump failed a rite test of "failed air in line - filled fluid with 14.5 psi back pressure". This condition interrupted delivery, and constitutes a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.